Manufacturer narrative:
No further information is available at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead was explanted due to infection with sepsis. There was no evidence of pocket infection, however vegetation on the lead was noted. The lead was successfully explanted, however approximately 15 minutes after the lead was removed the patient became tachypneic and hypoxemic. It was felt this may have been due to embolization of the lead vegetation to the lung. The patient was intubated and admitted to the intensive care unit for further management. No additional adverse patient effects were reported.